Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during transport, it was found that the machine battery did not supply power. After the patient is transferred to the ward, iabp uses ac power to continue auxiliary support. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Event description:
It was reported that "during transport, it was found that the machine battery did not supply power. After the patient is transferred to the ward, iabp uses ac power to continue auxiliary support. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "machine battery did not supply power" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: corrected data: additional information received: patient age, gender, and weight was added to section a. It was reported that "the patient's hemodynamics were unstable and blood pressure fluctuated". Upon arrival "at the ward, the equipment was connected to ac power and started to work, the patient's hemodynamics were stable, no medical intervention required".

Event description:
It was reported that "during transport, it was found that the machine battery did not supply power. After the patient is transferred to the ward, iabp uses ac power to continue auxiliary support. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "machine battery did not supply power" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.